Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a fenestrated endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was difficulty inserting the 8 f dilator sheath. The standard .035 inch guidewire was exchanged for a super stiff guide wire and then the 8f dilator was able to be introduced. The physician noticed some resistance which was expected as the patient had scar tissue at the access site. Reportedly, a cuff miss [suture retrieval issue] was noticed with four (4) prostyle devices. At this point, the physician decided to close this access site with an angioseal. A new access site was made a bit more proximal to the first access. Again the 8 f dilator used and went in with less resistance than with the first access site. A non-abbott guidewire was used. The sutures of two prostyle devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.